Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio, which was confirmed and reproduced through observation. The device was unable to produce an audio tone or alarm due to a failed speaker. The rear case was replaced to correct this condition.(B)(4)

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient involvement.